Manufacturer narrative:
10/27/2004 initial report sent to FDA.

Event description:
Reportedly, when sewing, the instrument's needle broke and half of the needle was stuck in the patient. All needle parts were recovered. No tissue damage or patient injury. Procedure: lap gastric bypass, patient sex: male.